Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Incorrect test strip lot returned - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 72 mg/dl and 73mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: reviewed meter memory a 56mg/dl, (B)(6) 2016 12:00 pm, fasting: yes. A 84mg/dl, (B)(6) 2016 11:52 pm, fasting: yes. A 71mg/dl, (B)(6) 2016 05:30 pm, fasting: yes. A 98mg/dl, (B)(6) 2016 02:11 pm, fasting: yes. A 59mg/dl, (B)(6) 2016 11:57 am, fasting: yes.